Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.